Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, white biological tissue, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and they are lethargic. Healthcare professional reported rupture. Device has been explanted.